Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and no capture. Troubleshooting was done with various vectors but the issue was not resolved. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted a week later due to an infection. No further patient complications have been reported as a result of this event.